Manufacturer narrative:
(B)(4). One unit of manta 18f was returned for investigation. Manta was locked into the sheath. Blood particulates were noted on the unit. Lever was engaged releasing the components (anchor, lock and collagen). The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. A central positioned access was gained utilizing micro puncture and ultrasound guidance. The arteriotomy was 9.6mm x 10.1mm, mild tortuosity, with a depth measurement of 8cm. No issues were encountered advancing and withdrawing the procedural sheaths. During deployment, the physician met moderate resistance while attempting to insert the manta bypass tube through the hemostatic sheath; although was able to fully actuate the lever to release the anchor within the vessel. While the physician pulled the manta device out to get nominal tension, the entire device pulled out of the vessel. The first device revealed the anchor did not deploy and never released from within the carrier tube. A second manta device was opened, deployed without complication, and hemostasis was achieved. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: the physician inserted the manta device into the sheath, deployed lever to release foot plate. Physician then pulled device out to get nominal tension and the foot plate never released from the device and the entire device was taken out intact and another manta was opened and deplyed without incident. Additional information on 02nov2022: during a tavr procedure on (B)(6) 2022, access was obtained utilizing micro puncture and ultrasound in the mid right common femoral artery. Vessel size was 9.6x10.1mm and there was no reported calcification and mild tortuosity. The measured depth for the manta was 8cm. There was no issues advancing or withdrawing the sheath during the procedure. Prior to deployment the act was 165, heparin and protamine were administered intravenously during the procedure. It was reported that the physician met with moderate resistance when attempting to advance the bypass tube into the manta sheath. He replaced the entire device with a second one which deployed without incident.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that : the physician inserted the manta device into the sheath, deployed lever to release foot plate. Physician then pulled device out to get nominal tension and the foot plate never released from the device and the entire device was taken out intact and another manta was opened and deployed without incident. Additional information on 02nov2022: during a tavr procedure on (B)(6) 2022, access was obtained utilizing micro puncture and ultrasound in the mid right common femoral artery. Vessel size was 9.6x10.1mm and there was no reported calcification and mild tortuosity. The measured depth for the manta was 8cm. There was no issues advancing or withdrawing the sheath during the procedure. Prior to deployment the act was 165, heparin and protamine were administered intravenously during the procedure. It was reported that the physician met with moderate resistance when attempting to advance the bypass tube into the manta sheath. He replaced the entire device with a second one which deployed without incident.